Event description:
It was reported that following his permanent implant, the patient experienced bilateral leg pain and weakness. On exam the physician determined the patient has bilateral hyper-reflexia in the lower extremities and determined the patient¿s spinal cord was injured during implantation and an MRI would be needed to confirm the issue. It was also reported the patient was experiencing ineffective stimulation. As a result, the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.